Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheter insertion, the guide drilled at the tip of the catheter. It was stated that after strongly inserting the catheter until its placement, it was no longer possible to remove the guide wire and untwisting of the guide wire was noticed. It was also stated that, because of the patient weight, the use of an x-ray was not possible to control the guide wire from kinking. The whole catheter and guide wire was removed out of the vessel. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of the catheter on the patient's jugularis, the guide coiled at the tip of the catheter. It was stated that after strongly inserting the catheter until its placement, it was no longer possible to remove the guide wire and untwisting of the guide wire was noticed. Due to this the whole catheter and guide wire was completely removed out of the vessel. It was also stated that there was resistance when inserting and removing the guide wire. It was also indicated that, because of the patient weight, the use of an x-ray was not possible to control the guide wire from kinking. The catheter was not replaced with a new one and an intervention to resolve the issue was not possible because of the situation and body mass of the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the guide wire was stretched and unraveled. The wire was received inserted into the dual lumen catheter. A good amount of dried fluid was observed inside the catheter. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the unraveled guide wire may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of the catheter on the patient's jugularis, the guide coiled at the tip of the catheter. It was stated that after strongly inserting the catheter until its placement, it was no longer possible to remove the guide wire and untwisting of the guide wire was noticed. Due to this the whole catheter and guide wire was completely removed out of the vessel requiring an excessive force. No tools were used when trying to remove it. It was also stated that there was resistance when inserting and removing the guide wire. It was also indicated that, because of the patient weight, the use of an x-ray was not possible to control the guide wire from kinking. The catheter was not replaced with a new one and an intervention to resolve the issue was not possible because of the situation and body mass of the patient. There was no patient injury.